Event description:
A report was received that the patient underwent a pocket revision procedure due to the ipg moving inside the pocket after the patient lost weight (not device related). The physician moved the pocket to the right flank and the patient is reportedly doing well following the procedure.